Event description:
During a venogram for right upper extremity deep vein thrombosis for a (B)(6) male patient, a guide wire tip broke off in the subclavian vein. Attempts were made to retrieve the 2 cm tip without success. It is noted that the patient was not in any immediate life threatening danger since the tip was trapped in a severe/chronic clot. The patient was discharged the next day with instructions to follow up with a vascular surgeon on his medical condition. The manufacturer was informed of this event when it occurred.